Manufacturer narrative:
(B)(4). The actual device was received for evaluation. A visual inspection was done which observed a crack in the luer. The reported condition was verified. The cause of the condition was due to a manufacturing issue which may be related to a molding issue that could be expanded by the pressure during use when connected to other devices. Additionally retention samples were visually inspected, no obvious issue/damages were detected, and the samples were conforming as per product specifications. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set had unspecified damage. This was described by the patient as ¿to see the fault put a clamp on the PICC line (peripherally inserted central catheter) connector end and fill syringe on the other end and press syringe. You'll soon see the fault¿. It was not specified at what process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.